Event description:
Patient was revised to address loosening of the femoral and tibial components, poly wear of the insert, and osteolysis. It was also reported that the patient had fallen and fractured his fibula.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported patient trauma (fall) and the length of time implanted (17 years) are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.